Manufacturer narrative:
Device evaluation: the device was returned and evaluated by a cross functional team on (B)(6) 2021. There was a kink and an obvious breach to the device's outer jacket located in the device's working length, just distal to the bifurcate handle. In the area of the breach the outer jacket was melted and broken fibers were exposed. At the device's distal tip, approximately 80% of the fibers were dead. Historically, the manufacturer has seen this failure at the bifurcate handle when excessive forces are applied to the side of the outer jacket at or near the bifurcate. The device becomes kinked and then broken fibers at the area of the kink produce laser energy when the device is activated, creating a breach in the outer jacket. This failure has been determined to be use related.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. The physician chose a spectranetics 14f glidelight laser sheath and a teflon outer sheath to extract the lead. While in use, the physician noticed a kink in the glidelight device at the base of the device's handle, with fibers exposed. The physician stopped use of the device and completed the procedure with another device. The lead was successfully removed and the procedure was completed with no patient harm. This report captures the unintended radiation exposure from the glidelight device in use, potential for harm.